Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transvenous tavr procedure in the mitral position, during advancement of the 16fr esheath the distal tip split. As reported, the right internal jugular vein (rijv) was punctured and the esheath was inserted over a lunderquist wire that traversed the ra-la-lv-ao. Due to the complexity of the anatomy the wire was pulled back into the lv and a new sheath was successfully placed.

Manufacturer narrative:
The product was not returned for evaluation and no photos were provided; the complaint of sheath distal tip split could not be confirmed. A review of the associated complaint history, DHR and IFU/training provided no indication that a manufacturing non-conformance or IFU/training inadequacy contributed to the complaint. Based on the description, the device was used off-label for a sapien 3 implantation in the mitral position and was inserted into the right interior jugular vein. It is possible that manipulation of the device while gaining access to this position contributed to the reported event. A definite root cause is unable to be determined. No labeling or IFU/training inadequacies were identified. Review of complaint history for the month of december 2015 revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative actions are required. (B)(4).